Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and confirmed the weight station is accurate. The technician also enabled the draw and return pump motors and confirmed that they spin at the commanded speed. The run data file (rdf) and screening results from collection and found that the target volume was correct (reading 625 in the dms, with a recorded screening weight of 113lbs). Total collected volume was 832 with a pure plasma of 750. Reviewing volume variance reports show that there were no under draws with a target volume of 625 (which would be indicative of a accidental swapped scan). Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the ac infusion rate calculated as below the 1.0 ml/min/l limit for rika and there was no concern for ac overinfusion. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported a possible overharvest during a donation on a rika device. The donor reported no symptoms from the potential overharvest and no medical intervention was required. Donor ID and age are not available at this time. Collection ID (B)(4) the collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported a possible overharvest during a donation on a rika device. The donor reported no symptoms from the potential overharvest and no medical intervention was required. Donor ID and age are not available at this time. Collection ID (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and confirmed the weight station is accurate. The technician also enabled the draw and return pump motors and confirmed that they spin at the commanded speed. The run data file (rdf) and screening results from collection and found that the target volume was correct (reading 625 in the dms, with a recorded screening weight of 113lbs). Total collected volume was 832 with a pure plasma of 750. Reviewing volume variance reports show that there were no under draws with a target volume of 625 (which would be indicative of a accidental swapped scan). Investigation is in process, a follow-up report will be provided.